Event description:
Patient reported feeling shock like pain at 11:30 am where they normally felt stimulation. They had not changed the settings since (B)(6). Patient checked the stimulation and it was at the same settings. Shocking was not going away and still felt it. Patient stated that sensation felt like a pinch. Patient stated that this started while they was driving. Patient lowered settings but they were still feeling pinch sensation. Patient turned device off and confirmed sensation was starting to go away. Patient confirmed not due to positional movement but stated that they were very active. Patient did follow up with their urologist as recommended yesterday and the situation seemed to be better today. Patient stated that they did lower device settings but now they were experiencing uncomfortability meaning that they were retaining urine more than they did before on (B)(6) 2016 and had a follow up appointment for reprogramming. Patient met the doctor and they were directed to turn device off. Patient was asked to wait for an hour and then turn stim back on and lower settings. Device was currently on and working. Patient confirmed that pinching/shocking has been resolved. Patient noted that they still self cath. Patient noted that unfortunately interstim device only gave them only 75% and still had to self catheterization 4 times a day. Patient stated that this was nothing new but the volume was more than usual since they decreased settings. Patient was still in pain. Patient stated that if they turned stim off then they were uncomfortable from bladder retention but if they turn on then on they were uncomfortable from stim. Patient was going to try to change programs to see if all programs were uncomfortable. Patient was advised to consult with doctor more information and issues. Patient had a CT scan on (B)(6) 2016. Patient was on program 3 @ 0.6 and they were feeling comfortable stimulation. Patient stated that they had lost some weight since implant (B)(6) 2015. Additional information received from patient as it happened randomly and they were driving and the stimulation was on the same settings. They turned the stimulation off for one hour and turned stim back on low settings to resolve the issue. They were on program 3 set at 0.7 and this was comfortable. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.